Event description:
Reportedly, the white portion on the rod came off with the ring and bag while inside the pt cavity. Specimen was inside the bag when this occurred. The entire unit was able to be removed laparoscopically. No pt injury was reported.